Manufacturer narrative:
No patient information provided. No implant date provided. No implant date provided and therefore device age cannot be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through research abstract titled ¿evaluation of outpatient anticoagulation bridging after left ventricular assist device (lvad) implantation¿, by author r. Rainess et al. (Wingate university school of pharmacy, wingate, nc, identifying heartmate 3 may be related to systemic bleeding episodes within 1 week of completing the outpatient anticoagulant bridging. Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate since the data were collected for 2 years and 9 months (september 1, 2015 to june 30, 2018).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported bleeding episodes could not be conclusively determined through this evaluation. The research abstract titled ¿evaluation of outpatient anticoagulation bridging after left ventricular assist device (lvad) implantation¿ identified that the heartmate 3 lvas may be related to systemic bleeding episodes within 1 week of completing the outpatient anticoagulant bridging. The study referenced in the research abstract consisted of 160 bridging episodes in 44 patients. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.